Manufacturer narrative:
Based on the information available, no definitive conclusions can be made in regards to the reported event. Attempts for additional information have been unsuccessful to date. A follow up report will be submitted if new information is received.

Event description:
It was reported a patient prescribed the exogen system after ankle surgery, experienced continuous pain and an infection. The patient began using the device in july of 2020, after an unknown duration the patient was placed on a PICC line and an aggressive treatment of antibiotics. The patient reports they do not have full function of their foot as a result of the infection. It is unknown the type of bacteria that caused the infection.